Manufacturer narrative:
Unit received with battery cap not cracked, corroded battery cap, and intermittent blank display due to corroded battery tube. Unit alarmed failed battery test due to corroded battery tube. Unit functioned properly after unplugging and plugging the battery tube connector into interface board. Unable to test operating currents due to corroded battery tube. Unit received with minor scratches on lcd window.

Event description:
It was reported that the customer's insulin pump had damaged battery threads. His insulin pump would go blank when a bolus was delivered. The customer's blood glucose level was 165 mg/dl. He was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.